Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the lamp failure could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. If additional information is received, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source had a brightness problem during a therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the light source was dim, the unit had an expired lamp (500 or more hours). In addition, cosmetic damage (front panel is discolored, chassis rusted), and the unit has dust build up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.